Event description:
A hospital in (B)(6) reported via a distributor that three rt200 adult dual heated breathing circuits had bent pins. The bent pins were observed by the hospital prior to pt use.

Manufacturer narrative:
(B)(4). Add'l lot #: 091223, add'l date of manufacture: 12/23/2009, quantity: 2. The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned breathing circuits were tested for bent pins. Results: an inspiratory heater wire pin on each of the complaint breathing circuits was bent, preventing full insertion of a heater wire adaptor and confirming the reported faults. A lot check revealed one other complaint of this nature for lot number 091209 and no other complaints of this nature for lot number 091223. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. (B)(4).